Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "upon visual inspection, one of the samples analyzed was identified as having an irregular surface sensitive to touch. Failure to meet acceptance limits for dimension s1 for the magill type endotracheal tube".

Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "upon visual inspection, one of the samples analyzed was identified as having an irregular surface sensitive to touch. Failure to meet acceptance limits for dimension s1 for the magill type endotracheal tube". Associated complaints 8040412-2025-00122 and 8040412-2025-00123.